Manufacturer narrative:
Analysis of product ID# 977a275 (lead) identified that the conductor(s) was/were broken; from the distal/proximal end of the lead, and no electrical shorts were identified between the circuits.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient could not increase intensity as the device was out of range. There were high impedances on the 8-15 lead so the rep reprogrammed to the other lead and the issue resolved. No patient complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via the manufacture representative reported that the patient lost stimulation and had a return of back pain. Impedances were checked and the 8-15 had high impedances >40000 ohms. A lead revision surgery was performed on (B)(6)2018 and the issue was resolved. The lead was to be returned for analysis. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.